Event description:
A port leak. "The pt's port was not retaining saline."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 19/may/08. Based on the implant date and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis results are pending at this time. Device labeling address the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."